Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient experienced a loss of stimulation in their left leg in the toes. The patient denied having any falls. The rep did an impedance check which resulted in contacts 4, 5, and 6 being >4000. The rep reprogrammed the unaffected contacts for an hd program and the patient will try the new program for 3 weeks; the healthcare professional will place a new surgical paddle lead if the new program is not effective. It was noted that the issue was not resolved at the time of the report and surgical intervention was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that a lead revision was planned, but the patient didn¿t pass pre-op tests so no surgery was scheduled. Further information received from the representative stated that the patient had a lead revision on (B)(6) 2018. The existing lead remained in use to cover the right lower extremity and a new lead was placed that provided coverage to the left lower extremity. The patient was happy with the coverage and the issue of the left lower extremity not being covered was resolved.